Event description:
Customer called to report the pump was giving a buzzing sound when customer was programming a bolus. Troubleshooting was performed. Audible tones were not heard. Customer denied dropping, bump or exposing a moisture.